Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The customer blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and esc button dome switch. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.